Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the device was interrogated prior to the implant procedure, the observation indicated that the remaining longevity was not available, potentially due to cold temperature. The device was interrogated about a week later, but the same problem existed and the battery voltage had decreased. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.